Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms was unable to be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome was unable to be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026. Intermittent low flow hazard alarms were captured on (B)(6) 2026. The pump was disconnected from battery power, and the driveline was disconnected, in which the pump subsequently powered off. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some sort of event on (B)(6) 2026 and passed away. On (B)(6) 2026 in the morning, the patient called emergency line complaining of left-sided chest/shoulder pain, after they had been doing some yardwork. The patient was going to present in the emergency department (ed) but before that emergency medical services (ems) was called by their partner and the patient was altered, ended up intubated at an outlying hospital. When the patient came to the emergency department (ed) the paramedics were performing chest compressions. The team coded them briefly. The log file review contained the onset of low flow hazard events on (B)(6) 2026 between approximately 10:01am-11:13am. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log files. The pump was able to maintain the programmed set speed until the pump was disconnected from the system controller at 11:13am on (B)(6) 2026. The cause of death was unknown. The nurse practitioner (np) stated that the patient had chest pain 30 minutes after doing yard work. The device operated as expected.